Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use and diagnostic treatment was completed as planned, by reseating the monitor connection. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿biplane live and reference monitor was not switching on¿ upon functional analysis, fse confirmed that the issue was ¿5v cable of connector¿ which was loosened. Fse reseated 5v cables of monitors. After reseating, the system was returned to use in good working order. Few days later, issue was reoccurred. The philips engineer 19 inch monochrome monitor. After replacement of 19 inch monochrome monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live and reference monitors would not power on. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.